Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history and complaint history records could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis and death are listed in the xience v, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2012, a non-abbott stent was implanted in the proximal left anterior descending (lad) coronary artery and a 2.5x28mm abbott stent was implanted in the distal lad. The patient was hospitalized (B)(6) 2012 due to colon diverticulitis. No stent related issue were reported. Additionally, the patient was hospitalized on (B)(6) 2013, (B)(6) 2014 and (B)(6) 2014. Reason for hospitalization was not reported. On an unspecified date the patient died. The cause of death was not provided, but may have been cardiac, due to very late stent thrombosis. No additional information was provided.